Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to replace the abutment due to skin overgrowth.

Manufacturer narrative:
This report is submitted on october 9, 2023.